Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level up to 600 mg/dl. Customer had blood glucose levels over 400 to 500's mg/dl at the time of incident. Customer was treated with insulin pump and manual injection. Customer stated that the tap was not sticking. The insulin pump will not be returned for analysis.